Event description:
A customer reported experiencing a cartridge alarm, identified as alarm 20, on their pump. The customer's blood glucose level was displayed as "high," but no specific value was provided. To address the high blood glucose level, the customer administered a correction bolus using the pump and did not require assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.